Manufacturer narrative:
The investigation is ongoing and the results will be reported when it is available. The internal complaint's number is (B)(4).

Event description:
The study reported operative complications associated with tension-free vaginal tape surgery: bladder injury (n=15) vaginal perforation (n=5) wound infection (n=4) fever (n=1) retropubic haematoma (n=3) vascular injury (n=1; treated with laparotomy) tape erosion (n=1; treated with partial excision and vaginal skin closure) urinary tract infection (n=38); medical intervention is required.